Event description:
Customer reported that she has been receiving multiple no delivery alarms and bent heedless. Customer stated that she delivered a bolus and only received 1.5 of 3.2 units, and then she got the no delivery alarm. Customer stated that about a month and a half ago the insulin pump had the same issue and she end up in the emergency room and was hospitalized due to high blood glucose. Customer blood glucose reading at the time of hospitalization was unknown. Customer also stated that she has gone through multiple infusion sets trying to solve the problem. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.